Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a missed breakfast meal announcement while using the ilet with a 23-inch, 6 mm infusion set, and the user performed a contact detachment site change; the site had caused mild discomfort the prior day but the user waited to change it. Symptoms included elevated blood glucose up to 317 mg/dl without reports of loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included transient impact on daily activities due to approximately two hours of glucose levels above range, without medical intervention, hospitalization, or use of backup therapy. Investigation included a review of device data and user report, along with troubleshooting and education completed by the agent. Investigation of this case revealed user-related missed meal announcement as the likely cause of the hyperglycemia, with no device alerts or alarms and no additional device malfunctions identified. It was concluded that the event was attributable to use error related to a missed meal announcement, and the device was assessed as functioning as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.